Event description:
This spontaneous report, reported by a consumer reported "family member found them unconscious" concerns a pt (age unk) who was found unconscious in the home by their family member after their working day in 2005. The pt had been using an innovo (insulin delivery device) since 2/2005. The pt was hospitalised immediately. The family member later stated that it was not possible to get insulin from the innovo at first, but later on the device seemed to work. No further info was provided. Additional info has been requested.